Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse arrived at the site to evaluate the sample error message the customer experienced. The fse checked the system and found the sample feed fingers to detect the tubes and cups were bent upward. The fse corrected the finger position and re-ran samples with no more false detection error code messages. The aia-2000 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to a bent sample feed fingers.. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving an sample error message 2066 on the aia-2000. The customer states that the aia-2000 continues to have cups drop though out the analyzer which also occurred last week and was reported to technical service. The customer is unable to run prl, prog and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, prog and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.